Event description:
It was reported to philips that the system locked up. The user restarted it, but the issue persisted. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed (<20 minutes) and was completed by restarting the system. It was reported to philips that the system locked up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system experienced a lock-up condition with blank screens. The rse indicated that the specific errors observed in this case began occurring only after the completion of field change order. The rse requested onsite support. Upon checking with customer, quote for evaluation and repair service was sent to customer, however quote expired as the service is no longer required. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed with a minimum delay by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.